Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) problem was not verified. Maintenance due on device. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional customer contact information: name: (B)(6), occupation: biomedical engineering, e-mail: (B)(6), phone: (B)(6) a getinge field service engineer (fse) remarks as problem initially not verified. Fault logs revealed several "iab catheter restriction" alarms. Unable to duplicate any issue with the iabp. Iabp successfully autofills on a test catheter and patient simulator without issue. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.